Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter; the reporter could not select meal tagging after obtaining a blood glucose reading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.